Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had a low reading of 32 mg/dl. The customer treated with food and candies. The customer's current blood glucose was 314 mg/dl. The customer reported damage on the reservoir ring. The customer reported the drive support cap to appear normal. There was no motor position encoder error. The customer declined to troubleshoot for high readings. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.